Event description:
It was reported that there was difficulty getting the instruments through a trocar. At this point, the customer switched devices and completed the case. The next day, the patient had to be brought back to surgery due to a tear in the bladder. When they opened the patient back up, they found a gasket in the patient from the first trocar.